Event description:
In 2008, this pt was implanted with two gore tag, thoracic endoprosthesis. The physician intentionally covered the left subclavian artery. While ballooning the proximal device with a gore tri-lobe balloon catheter, the balloon caught on and pushed the device up, unintentionally partially covering the left carotid artery. A bare metal stent was implanted inside the carotid artery to restore blood flow. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.